Manufacturer narrative:
Results - power supply board.

Event description:
It was reported by service report that there was no power to the bed. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.